Event description:
Event 1 of 2. On (B)(6) 2022, a customer contacted ortho care to report what was described as a discrepant negative result in d(rh1) antigen typing for two patients using anti-d (anti-rh1) bioclone® lot db335a1 in tube technique. Customer: (B)(6) - medical technologist. Date of events: patient 1: approximatively two weeks ago as of (B)(6) 2022. Patient 2: (B)(6) 2022. Reagents: blood grouping reagent anti-d (anti-rh1) (human monoclonal-polyclonal blend) bioclone® (product code 717380; lot db335a1; expiry 30 november 2022, manufactured 30 november 2020). Patient information: patient 1: known to be rhd positive. Patient 2: known to be rhd positive. The customer reported that a sample from patient 1 was tested for d(rh1) antigen typing using anti-d (anti-rh1) bioclone® lot db335a1 in tube technique, and that they had obtained a negative reaction. The customer reported that as this patient had previous history on file of rhd positive, they attempted to get a second sample for repeat testing, but the patient was discharged. Therefore, no additional testing was performed. No further detail was provided. The customer reported that, on (B)(6) 2022, they had tested a sample from patient 2 for d(rh1) antigen typing using anti-d (anti-rh1) bioclone® lot db335a1 in tube technique, and that they had obtained a negative reaction. The customer was expecting a positive d(rh1) antigen typing result. No further details are available. The customer reported that no weak d typing was performed, and that previous testing done at customer¿s site showed multiple times a 3+ positive reaction. No further detail was provided. The customer reported that no biased results were reported to the physicians. The customer reported that the patients were not harmed because of the reported events.

Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation.